Manufacturer narrative:
Edit made to event description (b5) which initially said it was an implantable cardioverter defibrillator (ICD) system but it was corrected to cardiac resynchronization therapy defibrillator (crt-d) system.

Event description:
It was reported that the shock lead impedance (sli) measurements of this right ventricular (rv) lead had been gradually increasing over the past one year from approximately 60 ohms to 100 ohms. It was noted that this patient was admitted to the hospital for an episode of ventricular tachycardia (vt) and required external defibrillation. During the vt episode, there was an attempted shock by this cardiac resynchronization therapy defibrillator (crt-d) system, but the shock failed due to low out-of-range sli of less than 20 ohms. During a non-invasive programmed stimulation (nips) procedure and defibrillation threshold (dft) test, the device displayed a code 1004 for a shorted lead condition, so a commanded shock test was performed. This lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance (sli) measurements of this right ventricular (rv) lead had been gradually increasing over the past one year from approximately 60 ohms to 100 ohms. It was noted that this patient was admitted to the hospital for an episode of ventricular tachycardia (vt) and required external defibrillation. During the vt episode, there was an attempted shock by this implantable cardioverter defibrillator (ICD) system, but the shock failed due to low out-of-range sli of less than 20 ohms. During a non-invasive programmed stimulation (nips) procedure and defibrillation threshold (dft) test, the device displayed a code 1004 for a shorted lead condition, so a commanded shock test was performed. This lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.